Manufacturer narrative:
Bec fse cleaned the area under the needle bellows. The fse inspected needle bellows drain system and found nothing defective or requiring repair. The fse ran over 12 patient samples and needle drained properly every time. Instrument was no longer leaking and the fse could not find the source of the leak that had previously occurred. Root cause for the leak at the needle bellows is unknown. Bec internal identifier for this complaint is (B)(4).

Event description:
A customer reported that the needle bellows was overflowing, leaking blood and diluent into coulter lh 780 hematology analyzer. The user was wearing personal protective equipment (ppe). The customer did not come in contact with the fluid. There was no report of exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed, but is readily available. There is a risk management/exposure control plan in place. There was no impact to sample results as a result of this event. There was no death, injury or change to patient treatment attributed or associated to this complaint.